Manufacturer narrative:
.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the patient was transferred into the or with IV in place and infusing to gravity. An anesthesiologist noted that the infusion had been disconnected directly below the pumping segment. Rn changed the tubing and reports no patient harm occurred as a result of the incident.

Manufacturer narrative:
Correction on initial report: model and lot # & PMA#. Additional information provided: device available for evaluation? & report source. (B)(4). The customer¿s report of a disconnection below the pumping segment was confirmed. Visual inspection showed that the silicone segment was separated from the lower fitment. The retainer ring and the lower fitment had been damaged; both were deformed and showed signs of crush marks. No functional testing was performed because the set was received with no drip chamber and the silicone segment was detached from the lower fitment. The root cause of the silicone segment disconnecting from the lower fitment was damage to the lower fitment and the retainer ring. The origin of the damage is unknown however the customer suspected it could have been from the tubing getting caught during transport.